Event description:
A pt was implanted with a plate and screw construct in 2003 for an ankle fracture. The pt believes she is having a reaction to the nickle in the implants. She has had reactions to the nickel in gold rings in the past. The pt has tried creams and other topical treatments and none have helped. The pt may have the implants removed to resolve the issue. There are no plans for revision at the moment. This report is #4 of 7 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.